Event description:
The reporter contacted animas on (B)(6) 2015 alleging multiple prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 30.4 mmol/l with thirst, abdominal pain, increased agitation and small ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015 - device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force on 03/26/2015 14:05. The warning was confirmed multiple times, deliveries resumed at 17:11. On 03/23/2015 11:35 loss of prime warning associated with a low non-zero force was recorded; deliveries resumed at 13:11. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.